Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 24 mg/dl. Customer advised the insulin pump has a crack across the screen and it makes it difficult to see. Troubleshooting for low blood glucose was performed. Customer's wife called the paramedics when customer was found unresponsive.